Event description:
Event description guidant received information that this chronic ventricular implantable lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular channel that resulted in inappropriate episodes and pacing inhibition. No noise was noted on the atrial or shock channels.